Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient felt convinced the pulse generator had become infected and was causing a rash on the leg. The physician performed tests and was unable to identify any cause of the rash and could not find infection on or near the device. The patient had requested the device to be explanted. The device was explanted successfully. The patient was stable prior, during, and post operation.